Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s knee joint on (B)(6) 2017. It was reported that the surgeon recognized that the insert was appeared to be dissociated under x-ray on (B)(6) 2017. The surgeon suspected that the insert was not locked properly during the operation. No further information was provided by the hospital. Doi: (B)(6) 2017; dor: unknown; unknown knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.